Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model#: mc1vr01-delsys / expiration date: 14-feb-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation?: yes. Dev rtn to MFR? Yes. No, device evaluation anticipated, but not yet begun. Mfg date: 28-aug-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) delivery system (ds) seemed to be tangled or stuck. After the ds tether was cut, resistance was felt when pulling the tether and the leadless ipg was dislodged. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section 'device' information references the main component of the system. (B)(4). Product event summary: the partial delivery system was returned without the device, and tether was cut. The lumen of the delivery system was torn. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system tether was knotted. The delivery system outer shaft was kinked/buckled at 15.5 cm from the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. Blood was observed on the recapture cone of the delivery system. The analyst noted the knot on the tether appears to have happened during the return procedure as it is knotted together near the tether tube and the distal end by the recapture cone. Articulation test could not be performed because the full delivery system was not received. If information is provided in the future, a supplemental report will be issued.